Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va13azu, implanted: (B)(6) 2016, product type: lead.

Event description:
The manufacturers' representative (rep) reported that impedance measurements were taken. All unipolar were >4000 and bipolar were in range. The impedance results were from the physician and the patient did not experience symptoms when the implantable neurostimulator (ins) was off. The patient had no therapy and felt no stimulation up to 8.5v. There was no fall or trauma related to this issue. The rep suspected that the lead had become disconnected from the header block based on the impedance and change in therapy. The patient was heavier, very large and carried a lot of weight around her middle and she could feel the ins loose in the pocket. Additional information from the rep reported that they took x-ray (anterior posterior and lateral views) and in the lateral view, the lead appeared connected to the ins but there was a knot in the lead near the header block. The physician tried every lead combination and was not able to get any stim up to 8v. Previous programming was noted to be 3-, 3-, 0+ at 1.4v. Further information confirmed that the unipolar were high but the bipolar pairs were low but not out of range. The lead appeared twisted/ kindled in two places. The ins appeared somewhat tilted in the pocket. The rep indicated that it looked like the lead may have migrated. When the patient was asked if the ins felt like it was flipping in the pocket; the patient stated "yes, kind of" but denied twiddling the ins. The rep planned to go to the physician's office to further discuss the case. The issues started in (B)(6) 2016. The patient was indicated for gastrointestinal/ pelvic floor. No further information was provided about this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) reported that the patient received a revision and was currently doing fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.